Event description:
Related manufacturer reference #:1627487-2019-09681. It was reported the patient experienced ineffective stimulation from the scs system. As such, the patient underwent surgical intervention where the system was removed.